Manufacturer narrative:
Subject: otc qv covid- consumer reported losing taste and smell after swabbing nose investigation conclusion: customer provided lot ft40047 is not a valid qv sars kit lot. Investigator found f40047 on inventory system. A review of the product did not find any unusual trend for the reported complaint category. Without a valid kit lot number, no further investigation can be conducted. Investigation summary: the customer provided lot ft40047 is not a valid qv sars kit lot, therefore in response to your complaint, we performed a search for similar complaints of the reported problem. No adverse trend was observed. Without a valid product kit lot information, no further testing could be conducted. Although we were unable to duplicate your complaint, the information you provided has been documented and will continue to be monitored. Root cause: insufficient info; unable to determine.

Event description:
Otc qv covid- consumer reported losing taste and smell after swabbing nose